Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # unk, lot # unk, description: poly liner. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.

Event description:
It was reported that, "dr replaced depuy cup with tritanium rev cup in (B) (6) due to loosening. Hip became infected by (B) (6) 2010 requiring extraction by dr. Pt also had I & d of same hip (B) (6). Dr commented on how well cup was fixed. Depuy stem fell right out. Dr will provide us with xray etc with later date."